Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient developed a hematoma at the distal edge of the closure wound site. The caused the suture to burst. The patient was brought in to evacuate the hematoma and revise the pocket. The patient was subsequently placed on antibiotics. The subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode remain in service and no additional adverse patient effects were reported.